Manufacturer narrative:
Batch review performed on 03 july 2023: lot 2108587: (B)(4) items manufactured and released on 23-sep-2021. Expiration date: 2026-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implant: batch review performed on 03 july 2023 on liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 2114496. Lot 2114496: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision for joint luxation at about 1 year and 1 month post primary. Mectacer head and mpact flat liner changed successfully.